Event description:
It was reported that during a shoulder procedure, the arthroscopic bur burned the patient's skin. Further information stated the skin just reddened and did not blister and no treatment was needed. The affected area was about the size of a quarter. No patient injury was reported by the user facility.

Manufacturer narrative:
One stryker sustainability solutions' device was reported to be involved in the event. It was from lot number 1617566 with a manufacture date of 07/25/2012 and an expiration date of 07/01/2014. However, a second device from lot 1925699 was also returned. This device has a manufacture date of 03/29/2012 with an expiration date of 03/01/2015. A visual examination of both devices revealed a substantial amount of galling and metal particulates on the inner shaft of both devices. Metal particulates were also observed on the distal tip of the inner shaft of both devices and on the inner surface of the outer shafts of both devices. The devices were tested to determine if there were any bends along the shafts and to test for straightness. The first device passed all testing however the second device failed most likely due to the extensive amount of metal particulates observed on the inner surface of the outer shaft. Since there was no evidence of heat damage on either device and both devices had substantial amounts of galling and metal particulates, the most probable cause of the reported event was determined to be friction between the inner and outer shaft during rotation. This was most likely due to the use of side loading forces during clinical use which caused the device shafts to heat up during continued use. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." "The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating." The device history record for both returned devices indicates that the complaint devices passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.